Event description:
It was reported that the patient underwent an initial implantation approximately three (3) weeks ago. During the implantation, it was noted the +0 poly liner was difficult to insert and required extra force to be used, resulting in the stem to sink. Subsequently, the patient underwent a revision approximately six (6) days post-implantation due to dislocation, where the poly was removed and replaced with a +3 liner instead. The stem was noted to remain implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item#: 00435003600; lot#: 65656930. Item#: 115310; lot#: j7862354. G2: foreign - event occurred in japan. H6: proposed component code - mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. This event is for dislocation; therefore, the stem is not considered involved in the event. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.